Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. The cause of the alarm was use error, described as cutting the transfer line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. Users are warned that using damaged sets can result in contamination of the fluid pathways. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting, the hp stated that they had cut a small hole in the transfer set. The technical services representative advised the hp to disconnect and contact the peritoneal dialysis registered nurse to discuss their therapy. At the time of the report, there was no patient injury or medical intervention associated with this event. No additional information is available.